Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that, "CT scan indicated fracture in acetabulum after pt complained of pain. Pt was revised to a trabecular metal zimmer cup component with cage. A stryker v40 head 32mm head was placed on existing accolade stem which remained implanted in pt."